Manufacturer narrative:
The technician troubleshot the audible switch not engaging and replaced bed exit power control board to resolve the issue.

Event description:
The technician alleged that the audible tone was not working on the bed exit alarm. No alleged injuries.